Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited threshold rise to high values days after implant due to lead displacement. The lead was repositioned successfully, then a drop in r-wave measurements were noted. The lead exhibited consistently low sensing values. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.